Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to component failure' to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue.

Event description:
It was reported that air was drawn in during aspiration of device. The faradrive steerable sheath was selected for use during the procedure to treat atrial fibrillation (a fib). The faradrive sheath was prepared and used according to recommended protocol. The physician had already used the farawave and hd grid through the faradrive sheath to deliver lesions and create a post-map, respectively. After reinserting the farawave back into the faradrive, the physician aspirated and noticed a lot of air continuing to aspirate. Many aspirations were attempted, including without the catheter, but air could not be cleared. The physician visually inspected the back of the hemostatic valve and could not see any distinct damage. The device was replaced, and procedure was completed successfully. No patient complications occurred. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air was drawn in during aspiration of device. The faradrive steerable sheath was selected for use during the procedure to treat atrial fibrillation (a fib). The faradrive sheath was prepared and used according to recommended protocol. The physician had already used the farawave and hd grid through the faradrive sheath to deliver lesions and create a post-map, respectively. After reinserting the farawave back into the faradrive, the physician aspirated and noticed a lot of air continuing to aspirate. Many aspirations were attempted, including without the catheter, but air could not be cleared. The physician visually inspected the back of the hemostatic valve and could not see any distinct damage. The device was replaced, and procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.